Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance had increased. The lead was laser extracted and destroyed.